Event description:
The customer reported that the system displayed the images mixed up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep formatted the hard drive and reloaded the rel 14 software and cal files. The system is now operating as intended.